Manufacturer narrative:
This part is not approved for use in the us, however, a like device with part 7753500, 510k# k082728 and upn (B)(4) is approved in the us. H6: product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure used: posterior cervical fusion it was reported that intra-op, when performing fusion at c2/7, the physician attempted to place crosslink on c4, setscrew broke. It was broken off from the root. The product came in contact with the patient. There were no consequences and symptoms reported to the patient as a result of this event.

Manufacturer narrative:
Product analysis: the returned part does not appear to have failed. At this time the root cause of the failure can not be determined as the actual failed product does not appear to have been returned. If information is provided in the future, a supplemental report will be issued.